Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Product was implanted on the right side and patient underwent revision surgery due to infection, metallosis and elevated metal ions.

Manufacturer narrative:
Additional: concomitant medical products, if follow-up, what type. Correction: date of report, date rec¿d by MFR, PMA/510k. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection, elevated ion levels. Event summary: patient was implanted with metasul head - insert on (B)(6) 2004 and underwent revision surgery on (B)(6) 2017 due to infection, elevated co level and metallosis. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis: due to the lack of information (x-rays, surgical reports, etc.) And the missing products, no specific root cause analysis could be conducted. Conclusion: it was reported that the patient was implanted with metasul head - insert on (B)(6) 2004 and underwent revision surgery on (B)(6) 2017 due to infection, elevated co level and metallosis. The devices have not been returned for the investigation. Therefore, no analysis of the devices could be done. No x-rays have been received. The gamma sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).